Manufacturer narrative:
Correction e4 the investigation of the reported failure mode has been completed. No product was received for evaluation. Arrhythmia: the cause of the injury was unable to be determined due to insufficient clinical details. Hypotension : the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
No interventions were undertaken. The physician determined that the patient¿s arrhythmia and hypotension were secondary to reperfusion injury.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information must be reported. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The user facility reported that the decision was made for high risk percutaneous coronary intervention(pci) with impella cp after diagnostic workup revealed multi vessel disease on a patient. The impella was successfully placed. During the pci it was noted that they post dilated the mid right coronary artery stent and patient had st changes as well as became hypotensive. Levophed was started and echocardiogram was done to check for effusion. No effusion was seen. Slow flow on angiogram resolved with ic nitro and adenosine. Patients electrocardiogram normalized and levophed was weaned off. The physician stating it was a reperfusion arrythmia. Impella was weaned and explanted without issue.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.